Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient also stated that he believed "something happened to the wires" and thought the lead had moved. The patient noted that he had gone through 1-2 pads per day during the stimulation trial, but now was up to 8-10 pads a day with the permanent implant. The patient had fallen several times since implant, but was not sure if it was related to the device's performance. The last time the patient visited his physician was about one year ago when he received reprogramming. The implantable neurostimulator (ins) was found to be turned off during the call, but upon turning it on, the patient did not feel stimulation. Upon increasing the stimulation, the patient's big toe started to move, but the stimulation was not uncomfortable. However, after a short time the patient could no longer feel stimulation. The patient noted that before his reprogramming, he felt stimulation in his rectal area, but it was painful. Since his reprogramming session, he has only felt stimulation in his big toe. It was noted that the device worked for a short while after implant in (B)(6) 2010, but then stopped. The patient stated the trial system "worked great." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3093-28, lot# v308477, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).